Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due, to a loose drive support disk.